Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick balloon. Next, a 20x3.5mm omega stent delivery system (sds) was advanced to the lesion. The delivery balloon was inflated one time to 18atms/15sec to deploy the stent. Upon deflation, the balloon would not completely deflate and the physician was unable to pull it back into the guide catheter. The balloon was advanced back into the lesion and more pressure was applied to the balloon however it would not deflate completely. The delivery device was partly inflated when it was removed and there was significant resistance. The sds was removed with the guidewire. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.